Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 5 previously reported events are included in this follow-up record. Product return status: 1 device was received.4 devices were evaluated in the field.

Event description:
This report summarizes 5 malfunction events in which the device had paint chips missing. 5 events had no patient involvement: no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 5 events were reported for this quarter. Product return status: 1 device was evaluated in the field. 4 device investigation types have not yet been determined. Event confirmation status: 1 reported event was confirmed. Evaluation results: 1 device was found to be affected by missing paint chips. 5 devices were not labeled for single-use. 5 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 5 </noe> malfunction events in which the device had paint chips missing. 5 events had no patient involvement; no patient impact.